Event description:
Customer reported experiencing inaccurate high results with a ot ultra meter. Patient blood glucose results were 246 mg, 286 mg and 76 mg. Tests were done within 10 minutes with a difference of 61%. Patient did not expereience any adverse events. No further info has been reported.